Manufacturer narrative:
Clarification a4: 9 stone 3 lbs was reported. Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b.5., b.6., h.6., h.11.

Event description:
Healthcare professional reported left side rupture. Subsequently, patient reported "felt a lump and silicone have travelled into my lymph nodes. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.